Event description:
It was initially reported that the patient passed away on (B)(6) 2012. The family didn't know the cause of death but were informed that it was "possibly due to complications from ms (multiple sclerosis)". It was stated that patient had moved recently to oregon and was known to move around a lot. Follow-up with the healthcare provider (hcp) indicated that the drug in the patient's pump as of (B)(6) 2012 was gablofen and thereafter the patient moved to or and they had no further information. Additional follow-up at the funeral home indicated that the cause of patient's death was not device related and stated to be "(B)(6) end stage multiple sclerosis, generalized weakness, and high aspiration risk while sleeping." The system was removed before cremation, on (B)(6) 2012, exact date of explant unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model 8709sc, serial # (B)(4), implant date: (B)(6) 2009, explant date: unk. (B)(4). Analysis of the returned pump revealed an alarm anomaly/resonator anomaly. The pump logs were read during analysis and showed no errors of any kind. Pump passed all testing, other than the alarm test. The pump failed the minimum allowable db reading of the alarm test which is 70 db., it read 2.2 db. In addition, the resonator was found to have a crack in it which per analysis explained why the alarm test failed. The analysis of the partial catheter revealed sutureless connector coring/tears/cuts in the seal, however, no leak was seen.

Manufacturer narrative:
(B)(4).